Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) was isolated to the electrode belt's j702 component being broken off the dn pca board. The root cause for the broken j702 component was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt does not communicate with monitor.